Event description:
It was reported that trimedyne's research and development group was evaluating a model 1500-a laser to verify that it was working properly for preparation of shipment. Upon examination of the laser, r and d found that the internal energy detector was not detecting energy properly and was not performing within its specifications. No injuries were reported.